Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head failed the uplink test. A known good cable was used and the head passed functional tests. It was also indicated that the upper case lens of the head was broken. The head was sent for repair and restocking. (B)(4).

Event description:
The radiofrequency head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.